Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the information provided, it was determined that the passkey entry was successful, but ultimately, a timeout occurs preventing the device connection. No additional information was available to investigate the cause. No device malfunction was observed in the patient app logs.